Event description:
It was reported that a patient¿s pump was broken and the patient was "supposed to" schedule a replacement. The drug infused by the pump was unknown. No intervention or outcome was reported. Further follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l51670, implanted: (B)(6) 1998, product type: catheter. (B)(4).